Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 8 years, 2 months and 2 weeks due to pain and tightness in the joint. Please note: the biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) initial report. Additional information, including why the devices are not available to return for examination, operative notes (primary and revision), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, whether the patient had any medical conditions which may have been causing the pain / tightness in the joint, patient activity level and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report. Additional information, including why the devices are not available to return for examination, operative notes (primary and revision), whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, whether the patient had any medical conditions which may have been causing the pain / tightness in the joint, patient activity level and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to specification at the time of manufacture. Based on the available information, the root cause of the reported pain and tightness could not be determined and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head and liner after approximately 8 years, 2 months and 2 weeks due to pain and tightness in the joint. Please note: the biolox delta ceramic liner associated with this event report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.